Event description:
It was reported that the baby should be rewarming on arctic sun device, but the water temperature and patient temperature were decreasing. They were getting alert 113 (reduced water temperature control). Patient temperature was 32.9c. Water temperature was 29.4c. Flow rate was 0.5lpm. Mis asked nurse to disconnect and reconnect the pad using proper technique. Nurse looked for kinks and twists in the tubing and straightened any potential areas of concern. Flow rate was 0.6lpm, inlet pressure was -7.1psi. Mis suggested nurse replace pad. Nurse unable to locate a lot number on the pad. Nurse was not sure if the old and new pad were from the same lot because the first pad was brought up to them from another location. Flow with new pad was 1.1lpm. Nurse adjusted rewarm from from 34.7c to 33.5c. Water temperature was 30.4c and was rising. Original pad was placed behind the front desk.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section.". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." Correction: d, g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the baby should be rewarming on arctic sun device, but the water temperature and patient temperature were decreasing. They were getting alert 113 (reduced water temperature control). Patient temperature was 32.9c. Water temperature was 29.4c. Flow rate was 0.5lpm. Mis asked nurse to disconnect and reconnect the pad using proper technique. Nurse looked for kinks and twists in the tubing and straightened any potential areas of concern. Flow rate was 0.6lpm, inlet pressure was -7.1psi. Mis suggested nurse replace pad. Nurse unable to locate a lot number on the pad. Nurse was not sure if the old and new pad were from the same lot because the first pad was brought up to them from another location. Flow with new pad was 1.1lpm. Nurse adjusted rewarm from from 34.7c to 33.5c. Water temperature was 30.4c and was rising. Original pad was placed behind the front desk.